Event description:
On (B)(6) 2015, a 21mm trifecta valve was implanted due to native aortic stenosis. In (B)(6) 2018, dental pins were removed from the patient. In 2019, the patient was reported with heart failure and severe aortic regurgitation. On (B)(6) 2019, the 21mm trifecta valve was explanted. During explant, the physician noticed one of the leaflets near the stent to be severely broken. The physician believes the damage was not infection related. A 21mm edwards magna ease valve was implanted and the patient was reported stable after the replacement procedure. The physician cut a sample of the tissue for a bacteria culture test.

Manufacturer narrative:
Explant was reported to be due to heart failure and aortic regurgitation. The tear seen at explant was confirmed. Leaflet 2 was torn. The tear in leaflet 3 occurred at explant. The inflow surface had circumferential fibrous pannus ingrowth which narrowed the inflow diameter. Leaflet 1 had a fold in the base of the leaflet causing a retraction. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear and fold could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.